Manufacturer narrative:
No device malfunction occurred. Per communications with the response center engineer (rce), the customer only wanted the data for the patient file. The rce stated that the customer does not allege a device malfunction and does not believe that the device contributed to the patient incident. The customer was advised to print out the data they were seeking. The device is still in use at the customer site.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer called requesting retrieval of 12 hours of ECG data on a usb stick following a patient death.